Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (front panel light turned off with an alarm) was confirmed and found to be caused by a cr board (pressure sensor circuit board) failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported an abnormal sound (alarm) was generated and the front panel of the subject device was dark (light on the front panel turned off). The device is an olympus loaner. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (alarm with front panel darkened) was due to a faulty circuit board (cr board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.